Event description:
Major pump unit(s) involved: device thrombosisadditional text: fibrin depositsspecific component(s) involved: outflow graft malfunction/malpositionadditional text: graft kinked per CT scanother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : revision of rvad graftimplant device type: both (in the same or visit)malfunction device type: rvad

Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: outflow graft malfunction/malposition